Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the returned device analysis confirmed the reported detachment of the release pin and metal spring, as the release pin and string was returned detached from the device and identified that the ball bearing was missing and not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and the return device analysis, this appears to be a potential product issue. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the release pin and screw came off the device during preparation. It was reported that during preparation of the clip delivery system (cds), prior to establishing final arm angle (efaa), the release pin and metal object (spring) detached from the delivery catheter (dc) handle. The cds was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.